Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. It should be noted that with use of the pixel, one contraindication for the pt in the instructions for use (IFU) is, "patients who exhibit angiographic or clinical evidence of existing thrombosis". Death, as listed in the IFU, is a known adverse event associated with coronary stenting. There was no reported device malfunction. There does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: none. Pms case: it was reported that the initial procedure was performed in 2005. The target lesion was the proximal rca, which required aspiration of thrombosis prior to stenting . After pre-dilatation, the 2.25 x 15 mm pixel stent was implanted without complications. In 2006, the pt unexpectedly died at home. No additional event or pt information is available.